Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that over sensing was observed on the pulse generator. Upon reviewing session records, it was noted that over sensing on the right ventricular channel caused pacing inhibition. Device reprogramming on (B)(6) 2014 resolved the issue. Crosstalk on the ventricular channel was also noted. The device remained implanted.